Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2010-00058, for the other associated device info. It was reported to boston scientific corp that two resolution clip devices were used during a colonic polyp clipping, performed on (B) (6) 2009. According to the complainant, during the procedure, when they went to open the resolution clip within the pt, the clip was observed to be open approx 3/4 of the normal span. The case was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Based on info obtained from the user facility. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).